Event description:
Event description cpi received information that during the implant procedure of this implantable pulse generator (ipg) the ipg was successfully connected to the lead system. The temporary pacing wire was removed while the physician placed the generator in the pocket. The ipg exhibited no output and the patient experienced a period of asystole. The ipg was removed from the pocket and checked for proper lead and set screw placement. Inappropriate sensing was noted on both channels and the patient again experienced a period of asystole. The physician elected to remove the ipg and replace it with a model 1232. The oversensing could not be duplicated.